Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result, the customer experienced a loss of consciousness due to hypoglycemia. The customer reported that they were able to treat themselves with "jellybears" (candy). There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result, the customer experienced a loss of consciousness due to hypoglycemia. The customer reported that they were able to treat themselves with "jellybears" (candy). There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an android/fsll using a good known libre 2 sensor. The android/fsll successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.